Event description:
Information was received that reported a pt was hospitalized in late 2008 due to hyperglycemia. The reporter stated that two days prior, they did a site and set change. The day prior to original date at 8am, the pt's blood sugar was 120-146mg/dl. The reporter stated she delivered a meal bolus via the pump and had him eat breakfast. The reporter stated by 12 noon that day, his blood sugar was reading 400 mg/dl. She delivered a correction/meal bolus via the pump and he ate lunch. At 6pm, his blood sugar was still in the 400's. She delivered another correction/meal bolus and he ate dinner. By 2 a.m., he was vomiting. The reporter stated he did not have a fever, so she continued to deliver boluses via the pump. The pt was transported to the hospital at 2pm on original date, he was admitted with a blood sugar of 260 mg/dl and diagnosed with dka. Upon removal of the subcutaneous infusion set they discovered the cannula was bent at a 90 angle. The reporter admitted that during the events that led up to the hospitalization they did not change his set. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation. The pt's endocrinologist has instructed the reporter to change the pts set and site when the pt experiences unexplained highs.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up detailing the results of the evaluation.